Event description:
A patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius customer support. The patient reported the pin on the liberty cycler set falls out, which has led to multiple infections. The number of occurrences and dates of occurrences are unknown. Subsequent attempts to obtain additional information, have thus far proven unsuccessful. However, during intake the patient reported that their pd registered nurse (pdrn) retrained them on disconnections, to ensure it was not operator error.

Manufacturer narrative:
Plant investigation: four companion devices with original packaging were returned to the manufacturer from the customer and a physical evaluation was performed. The samples were visually inspected and was found that the cassettes were acceptable; no damages were found in the trigger connector. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the samples was not confirmed the alleged failure stated in the complaint. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of infection, as alleged by the patient. Based on the limited information available, the liberty select cycler, liberty cycler set cannot be excluded from having a possible causal or contributory role in the events. Presently, there is no physical/objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the event(s). However, given the patient¿s allegation of multiple infections, and the absence of definitive causality, physician notes, discharge summary (if applicable) and a manufacturer evaluation of the suspect products, there is insufficient evidence to exclude the liberty select cycler, liberty cycler set from the serious adverse events.

Event description:
A patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius customer support. The patient reported the pin on the liberty cycler set falls out, which has led to multiple infections. The number of occurrences and dates of occurrences are unknown. Subsequent attempts to obtain additional information, have thus far proven unsuccessful. However, during intake the patient reported that their pd registered nurse (pdrn) retrained them on disconnections, to ensure it was not operator error.